Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that patient underwent a removal of all trochanteric fixation nail (tfn) hardware on (B)(6) 2018 due to pain in the hip area. On an unknown date, the patient underwent an open reduction of the right hip and was originally implanted with a (tfn) short nail. All hardware were removed successfully with no complications or extended time needed. The surgeon implanted a tension band plate after hardware removal to supply additional strength to the right hip. Hardware was all intact. Patient outcome unknown. This complaint is for one (1) 11mm/130 deg ti cann troch fixation nail 170mm-sterile this complaint involves three (3) devices. This report is 1 of 3 for (B)(4).